Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring was missing from the insulin pump's reservoir compartment. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit had a missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case, cracked case at the corner of the belt clip rail, pillowing keypad overlay, cracked keypad overlay at the select button and a fading serial number label. Unable to perform the displacement test due to missing retainer. The test infusion set and reservoir will not remain locked in place in the reservoir compartment due to missing retainer.